Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging that the ¿ok¿ and ¿up¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump powered up to a blank display. Auditory and vibratory features were operational. Due to the blank display issue, the alleged button tactile issue cannot be fully investigated. No damage was found with the keypad cover. Removal of the cover did not find any anomalies with the button contacts. No conclusion can be drawn.